Event description:
A peripherally inserted central catheter (PICC) was successfully placed in 2002 for chemotherapy treatment. 3 months later the pt returned to the hosp where it was noted that the catheter had cracked below the suture wing. The catheter was successfully removed via the proximal end and another PICC was placed for continuation of treatment. No pt complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available and without evaluating the device the co is unable to determine if it met specifications. A lot search was performed and revealed no other complaints to date on this lot number. User technique during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause of this event. Co's directions for use outline appropriate placement, access and maintenance procedures.